Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. Both products were received with the loop open. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. As no sealed products were returned, functional testing was precluded. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture was presented out of the package with no loop. An additional new suture used without issue. There was no patient involvement.

Event description:
According to the reporter, during a procedure, the suture was presented out of the package with no loop. There was no patient involvement.